Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-00430.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2 reference MFR. Report#: 3006705815-2019-00430. It was reported that the patient began to experience pain, upon implant of his trial leads and persisted post-op. As a result, the patient's leads were explanted, and the pain was resolved.